Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: difficulty removing the stent delivery system (sds) post-deployment may be related to factors such as, but not limited to, an interaction of the balloon with the stent implant if the stent is not fully expanded and apposed to the vessel wall, the balloon not being fully deflated prior to attempting to remove the balloon from the stent, damage to the stent, balloon ruptures, leaks, poor balloon refold, and from an interaction with the patient anatomy or accessory devices. Based on the information provided, the lesion was heavily calcified and may have contributed to the reported difficulty. Analysis of the returned sds noted blood visible in the guide wire lumen, on the shaft and on the balloon, suggesting that the device was advanced over a guide wire and into the patient. There was also contrast visible on the shaft, in the inflation lumen, and the balloon was loosely-folded. This is consistent with handling and suggests that the device was prepared for use and pressurized, as reported. The inflation device used during the procedure was not returned for analysis, which may have aided the investigation. Therefore, functional testing was performed with a new indeflator to pressurize the sds to its rated burst pressure (rbp), 16 atmospheres (atm), and then pull negative to deflate the balloon. There were no anomalies noted during inflation and the balloon deflated properly. It is possible that the balloon interacted with the calcified lesion or was not fully deflated upon removal such that resistance was encountered, although this cannot be confirmed. The analysis also noted multiple bends throughout the entire length of the hypotube. However, since this damage was not originally reported in the case description, the shaft likely became bent from further handling after the procedure as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported complaint. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database did not reveal any similar incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with this complaint and the analysis of the returned product, the reported difficulty removing the sds post-deployment may be related to circumstances of the procedure, however, a definitive cause cannot be determined. All stent delivery systems are 100% inspected for damage, proper fold configuration and proper strut dimensions. Additionally, a sampling of units is destructively tested prior to release to verify proper balloon inflation and deflation.

Event description:
It was reported that after successful stent deployment, there was post deployment withdrawal resistance; however, after additional manipulation, the stent delivery system was successfully removed without further incident. There was no adverse patient effect. No additional information was provided.